Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that a longevity estimate was requested for this device. Technical services provided the local health care provider with information regarding longevity and advisory status of the device. Subsequent information indicated that the device had been explanted and returned for analysis. There were no adverse patient effects reported.